Manufacturer narrative:
Upon receipt, the lead was subjected to an extensive analysis. The performance of the device under complaint was scrutinized, including a visual, electrical and mechanical inspection. The visual inspection showed deformations of the rv shock coil which occurred most likely due to tensile forces during the explant procedure. During further analysis, no deviations were noted which might be related to the clinical observation as mentioned in the complaint description. In particular the values of the mechanical analysis of the fixation mechanism were investigated. No peculiarities were found. In summary, there was no sign of a material or manufacturing problem.

Event description:
This lead became dislodged. The physician felt that the distal coil of this lead had "significant spacing" and decided to replace it with a similar lead. Should additional information become available, this file will be updated.